Manufacturer narrative:
Multiple attempts were made for more information however additional information was not obtained. Device was discarded at the hospital. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. A supplemental report will be submitted if additional information is obtained. Complaint histories for all reported events are reviewed through trending on a monthly basis and continue to be monitored for any unfavorable trends and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that a swan ganz catheter could not "stay in place." Catheter had to be pulled back to cvp as the catheter moved to the ventricle and caused ventricle tachycardia. Patient went back to the cath lab for reinsertion. It was noted that the catheter was in the locked position, but it was able to move out of place. Reinsertion was successful and patient had no injuries.